Event description:
It was reported then when an asymptomatic patient presented in clinic for a scheduled follow up visit, post device interrogation, downloaded session records were unable to be transferred to the database due to corrupt file issue. It was suspected this to be due to large session record files. Session records not including the egms were transferred successfully to the database. Patient was stable.